Manufacturer narrative:
(B)(4). The mcs instrument nor the mcs tip cover accessory has not been returned to isi for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if additional information is received and/or if the instrument or accessory are returned. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a split was observed on the mcs tip cover accessory indicative of possible arcing. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event. At this time, it is unknown what caused the split.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cut was observed on the side of the monopolar curved scissors (mcs) tip cover accessory on video screen. The split was noted at edge closest to the scissor tips and part way down the cover. The accessory was removed and replaced. There no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no allegation of arcing or sparks were reported while activating cautery energy. Customer was unable to provide information regarding the cause of the split on the tip cover. The procedure was completed robotically with no intra-op/post-op complications to the patient.

Event description:
Refer to additional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The tip cover was found to have tearing at the mouth on the distal end. No material is missing. Tear is not axially aligned with the tip cover and measure 0.18¿ in length. There are no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the tip cover was found at the distal clear silicone tip, and there was no material missing. The tear is not a manufacturing defect and is a result of increased strain being applied during intraoperative use by the user.